Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 300cc saline prosthesis, catalog number 3542645, lot number 200513. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor siltex round moderate profile 300cc saline prosthesis. Deflation was diagnosed through a physical examination post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
On 04/06/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/10/2018, it was reported to mentor that the device history record (DHR) of lot number 209679 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab completed their investigation of the returned device on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female patient underwent breast augmentation revision with a mentor siltex round moderate profile 300cc saline prosthesis. Upon receipt to mentor, the device contained no fluid. White material was observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).